Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Additional information provided in the event description.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the information previously provided was in error. The patient did not have any previous penile prosthesis device. The patient underwent an original implant surgery of a penile prosthesis device.